Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a system error 2130 alarm was identified in the log. The alarm occurred on (B)(6) 2015 at 22:07:55. No further information was available.

Manufacturer narrative:
(B)(4). The device was received for sample evaluation. During the evaluation of the homechoice device, a system error 2130 alarm was identified in the event history log. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A power on self-test and a one hour therapy were completed with no issues noted. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.